Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received on 08/29/2025. The following fields have been updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles, cancer lung and liver. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. Box h: patient outcome code grid and health impact grid has been updated.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation, but a dust contamination was found. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service center concludes that there was no visible foam degradation, but dust contamination was found. During the evaluation, secondary findings were observed and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Adverse event/problem has been changed from product problem to serious injury. In box h6: device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.